Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer talisman pfo occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer trevisio intravascular delivery system. The device was prepared per IFU. During implant the right atrial disc of the device took on a puffed up shape. The device was removed from the patient and replaced with a new 25-18mm amplatzer talisman pfo occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. One image from the field appeared to show the device inside the patient. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.